Event description:
Pt reported that back to back tests performed on their surestep meter were 103, 63 and 65 mg/dl (52% difference). No symptoms were reported. Control solution test result (139) was in range (97-146). There was no allegation of harm.